Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.